Event description:
An xi robotic monopolar curved scissor instrument was returned to me with a "nick" in the tip of the instrument, 7/10 lives remain on this instrument. This will be sent back for a request for reimbursement for the lives remaining on the instrument. FDA safety report ID # (B)(4).